Manufacturer narrative:
The device was not returned for evaluation as it was not available. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint balloon burst was unable to be confirmed as neither the complaint device nor applicable imagery were provided for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR did not provide any indication that a manufacturing non-conformance contributed to the event. An existing edwards' technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. A review of IFU/training materials revealed no deficiencies. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per 3mensio report received, calcification was present in the patient's pre-existing surgical valve. The presence of calcification, in addition to a pre-existing valve, can create a challenging anatomy for balloon inflation. While the balloon is sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules and the struts of the degenerating pre-existing valve can compromise the structure of the balloon wall, even a low implantation pressure, through mechanism such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification, pre-existing valve) contributed to the balloon burst. Since no edwards defect was identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Device not available.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 29mm non-edwards surgical valve, underwent a valve-in-valve procedure with a 29mm s3 valve. As reported, the patient had severe aortic insufficiency (ai) of the previous 29mm non-edwards surgical valve. During deployment of the 29mm s3, the balloon ruptured at -2(31)cc volume. The patient was stable after tavr.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 29mm non-edwards surgical valve, underwent a valve-in-valve procedure with a 29mm s3 valve. As reported, the patient had severe aortic insufficiency of the previous 29mm non-edwards surgical valve. The patient had moderate degree of calcium. During deployment of the 29mm s3, the balloon ruptured at -2(31)cc volume. No extra volume was added to the balloon prior to the inflation. Slow inflation technique was used. There was no missing balloon material. The valve able to be fully expanded and functioned normally. There were no patient injuries during the case and the patient was stable after tavr.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up.